Event description:
Per the clinic, the patient developed a middle ear and mastoid cholesteatoma resulting in the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed september 24, 2014.

Manufacturer narrative:
(B)(4).